Event description:
It was reported that during a routine check before use, the cardiosave intra-aortic balloon pump (iabp) units transport handle does not go up and the wheels will not open. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units transport handle does not go up and the wheels will not open.

Manufacturer narrative:
Additional contact information : (B)(6). A getinge field service engineer (fse) evaluated the unit, cart handle will not retract. Replaced damaged parts.( 040-00-0458-03) screw kit, cardiosave console wheel,(d380-00-0561) display, upper hinge cover ,(d997-00-0588) assembly wheels ,(d997-00-0587) slide handle ,(d441-00-0194) cover, console unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. The equipment was cleared for customer use.